Event description:
In 2008, the pt reported that she continues to receive occlusion errors on her infusion device and her blood glucose is elevated as a result. The patient's nurse advised her to change her insulin cartridge and infusion set. She stated that she continues to receive occlusions after changing the accessories. Her blood glucose at the time of the report was 360 mg/dl. To troubleshoot the pt was instructed to disconnect from her infusion site and to bolus 4 units of insulin. She was able to do so without error. She then reconnected to her infusion site and bolused without error. She was advised to change her infusion site and to bolus 1 unit of insulin to fill the cannula space. The pt was unaware she needed to do this. She was sent sample infusion sets. The patient's husband called back on the same day and reported the pt was experiencing an e4 error. The pt was instructed to disconnect from her infusion site and to perform a bolus. The infusion device produced an e4 error. She was instructed to change the infusion tubing. She stated that she did not have any replacement infusion tubing. She stated, she was traveling and did not have an address to send supplies to. She stated, she was almost out of syringes for insulin injections. She was advised to contact her physician. On two days later, the pt reported that she continues to receive occlusions and her blood glucose was beginning to elevate. She began injecting insulin and lowered her blood glucose to 120 mg/dl. She was advised to switch to her backup infusion device. Upon follow up on the same day, the pt stated she switched to her backup infusion device and had no further issues. The pt did not required medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.